Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The locking screwdriver broke the tabs off the screw during insertion. Surgery was delayed approx 30 minutes.